Event description:
It was reported to philips that the device had a faulty capacitor; however, no additional details regarding the actual issue were provided. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.